Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the beep and shutdown is due to the microprocessor not operating as intended as it is not sending a signal to the watchdog circuit at least once per minute. Watchdog timer circuitry initiates the beep and shut down in this scenario; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms and shuts down, no display on the screen. No patient injury reported.